Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. Functional testing and data download were unable to be performed due to the receiver not booting up. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the battery was defective with a cracked controller chip. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.